Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain and another neurostimulator. It was reported that the patient had pain in the lower back and when he turned the device on and off it seemed like the device for his arms and neck was still on. The patient had two devices, one for the legs and arms, and one for his arms and neck. The patient stated that he had the second implant maybe in 2014, then later said it was in 2017, a few months prior to (B)(6) 2017. He did not have the model number, serial number, or identification card for the new implant. The patient had an appointment on (B)(6) 2017 and wanted to have a manufacturer representative (rep) meet him for an adjustment. The patient called a rep, but his phone was disconnected. There were no falls/trauma reported that could have been related to the issue. The patient was to follow-up with a healthcare professional. Additional information was received from the patient. It was reported that the patient needed a rep to check his programming and meet him at his appointment on (B)(6) 2017 at 11 am. He needed a rep to check his programming because the device in his neck seemed like it was still on even when turned off, as every time he moved his neck it felt like there was more intensity.